Manufacturer narrative:
The field service engineer (fse) observed that pm2 was not properly functioning. The fse replaced pm2 (rbc dispenser pump) as well as the rbc diluent dispenser resolving the reported issue. Upon recur, the failure modes identified for a faulty pm2 and diluent dispenser are likely to impact rbc and plt results due to carry over as a result of improper diluent delivery. (B)(4).

Event description:
The customer reported rbcs running high on qc samples run on the lh780 analytical station. There were no erroneous results reported outside the laboratory, no death or injury was attributed to this event and there was no change to patient treatment.